Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The memory data-bank of the navigation system was reset to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the navigation system became unresponsive when uploading patient data. It was noted that the ear, nose & throat (ent) application software exited without prompt from the user as well. There was no patient present when this issue was identified. No additional information was provided.